Event description:
The facility reported a device with a damaged pump head module keypad. This condition occurred during bio-med testing. There was no patient or medical intervention necessary according to the hospital rep. No additional information is available

Manufacturer narrative:
Evaluation summary: the reported condition of damaged pump head module keypad was confirming during product evaluation. Inspection of this pump revealed the condition was caused by physical damage. To correct this condition, the pump head module keypad was replaced. The pump was retested and returned to the customer within specification.